Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is 22-jul-2010. The source of the manufacture date is the release to warehouse date. Placeholder.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Additional product code/s: dzi, erl and hbe. Lot # is undetermined. Device is an instrument not for implant/explant. Part has not been received at this time. Investigation could not be completed and no conclusion could be drawn as no device was returned and the part lot number is undetermined. A review of service history records and additional evaluation has been requested. Placeholder.

Event description:
It was reported on (B)(6) 2014 by the consultant that the facility business assistant for the (B)(6) department advised two burr attachment-medium for pen drives (part 05.001.046/ lot 1623028; part 05.001.016/lot 3474124) were both working erratically on friday evening ((B)(6) 2014) of this weekend while the surgeon performed an unknown procedure. The consultant further reported the hospital has 5 spare burr attachments immediately available in the operating room. He confirmed the parts were functioning/working well on the pre-surgery check; however, during surgery the initial burr attachment and spare burr attachment were both loud and noisy on high speed, they both lost power as they revved down until they did not function. A 3rd alternative burr attachment was immediately available for use. No reported patient harm or procedure delay noted. Consultant stated the hospital did not provide patient demographics for this case. There is no additional information available. This report event for one device instrument. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. (B)(4)

Manufacturer narrative:
An additional evaluation/power tool evaluation was performed on the device. The device received condition was noted to have loose parts. The report concluded: the customers complaint that the burr attachment runs erratically was confirmed. The device was evaluated and the unit was tested; it confirmed that the lock sleeve loosened. The evaluating engineer notes, evidence indicates this is most likely due to normal wear over time. The investigation is on-going, no conclusion could be drawn.